Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of 2024 was entered as an estimate. Yoshinaga m, ishiguro h, muramatsu t. Flower technique-a bailout technique to retrieve disrupted balloon catheters and stents. Catheter cardiovasc interv. 2024;104:23-26.

Event description:
It was reported via journal article that removal difficulty occurred. The patient presented with typical angina pectoris. The target lesion was located in the severely calcified mid left anterior descending artery (lad). A 7f non-boston scientific (non-bsc) guiding catheter was placed from the left brachial artery, and a rotawire floppy wire was directly passed through the lesion. Rotational atherectomy with a 1.25mm rotapro was performed and then the lesion was predilated with a 2.0mm semi compliant balloon. The 2.50 x 38mm synergy xd stent did not pass through the lesion, and during removal, could not be retrieved within the guiding catheter. Fluoroscopy revealed the proximal part of the stent was apparently deformed. The physicians tried to remove the entire system, but the proximal deformation of the stent seemed to preclude the removal into the sheath. The physicians manually created the "flower" guiding catheter with four cut slits at the soft tip and reinserted the guide catheter along the wire and the stent system. By slowly pulling the stent delivery system, the deformed stent could be retrieved into the guiding catheter and guiding sheath. The physicians successfully delivered a new stent system through a non-bsc guide extension catheter and the procedure was completed without any other complications.